Event description:
The patient had a type a dissection. The patient was enrolled in the (B)(4) study with stable angina pectoris and a positive functional stress test for ischemia. The patient had lesions in the right coronary artery (rca). The distal rca had 95% stenosis, was type b1, de novo, mildly calcified, moderately tortuous and 10mm in length. The vessel was 2.5mm in diameter. The lesion was pre-dilated and a 2.5 x 13mm cypher stent was implanted at 12atm. The lesion in the mid rca had 80% stenosis, was type a, de novo, mildly calcified and tortuous and was 30mm in length. The vessel was 3.75mm in diameter. The lesion was pre-dilated and a 3.5 x 33mm cypher stent was implanted at 12atm. A type a dissection was noted and a 3.5 x 13mm cypher stent was implanted at 12atm, as treatment. The lesion in the proximal rca had 90% stenosis, was type a, de novo, mildly calcified and 20mm in length. The vessel was 3.75mm in diameter. The lesion was pre-dilated and a 3.5 x 23mm cypher stent was implanted at 12atm.

Manufacturer narrative:
A 2.0 x 12mm balloon catheter and a 4.5 x 12mm balloon catheter were used during the index procedure. Additional information will be submitted upon 30 days of receipt.

Manufacturer narrative:
Information received from the cypress study indicated that a patient experienced a type a dissection after having a coronary artery stent implanted. The patient's medical history is significant for history of angina, pci and CABG in 2003, remote history of smoking, hyperlipidemia, hypertension, congestive heart failure and hypothyroidism. The indication for the procedure was unstable angina and a positive functional stress test. The patient had lesions in the right coronary artery (rca). The distal rca had 95% stenosis, was type b1, de novo, mildly calcified, moderately tortuous and 10mm in length. The vessel was 2.5mm in diameter. The lesion was pre-dilated and a 2.5 x 13mm cypher stent was implanted at 12 atm. The lesion in the mid rca had 80% stenosis, was type a, de novo, mildly calcified and tortuous and was 30mm in length. The vessel was 3.75mm in diameter. The lesion was pre-dilated and a 3.5 x 33mm cypher stent was implanted at 12 atm. A type a dissection was noted and a 3.5 x 13mm cypher stent was implanted at 12 atm separate and proximal to the 3.5mm x 33mm stent, as treatment. The lesion in the proximal rca had 90% stenosis, was type a, de novo, mildly calcified and 20mm in length. The vessel was 3.75mm in diameter. The lesion was pre-dilated and a 3.5 x 23mm cypher stent was implanted at 12 atm. The event resolved without sequel and the patient was discharged the following day. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Dissections are a known potential adverse event associated with coronary stenting. The IFU cautions that implanting a stent may lead to a dissection of the vessel distal and/or proximal to the stented portion. Review of the available information suggests that aside from the inherent risk of the procedure that, vessel/lesion characteristics may have contributed to the event. There is nothing to indicate that this event is related to the design or manufacturing process therefore no action will be taken.